Event description:
In 1994 - hernia repair. Repair done outpatient/medical ctr. The next day - staph infection: returned to emergency center with high fever, chills: diagnosed as staph - 8 hour recovery at center, relief with medication, 2 weeks bed rest. Two months later - cataract surgery, right eye. Seven months later - medicare physical, hernia scar tissue is discharging, prescription for antibiotic, heals after 3 weeks, stays clean for 3 months. Four months later - hernia scar tissue begins to seep (discharge) no pain, just inconvenient. Four months later - locate surgeon. (Now retired, working part time). Local anesthetic, hernia repair exploratory to remove suture, residue, 2 weeks healing, new scar tissue ok. The following month scar tissue again begins to discharge for 3 months. Six months later - scar tissue again begins to discharge, inconvenient, no action. Three months later - call for checkup appointment with another dr. Two months later - appointment with dr, hernia discharge continues. Dr recommends surgeon examine psa and cholesterol tests. Six days later- appointment with a third dr. After consultation about possible side effects, decision was made not to proceed with surgery. Pt will live with the inconvenience. Four months later - health check-up with second dr. Suspects small nodule in prostate. Prescribes "omniprazole" generic to prilosec. Twenty-six days later - urologist dr appointment. Set surgery for penus forskin dorsal slit. Eight days later - outpatient surgery, different hospital for dorsal slit.